Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 or 2. Reference MFR. Report#: 1627487-2016 05026. It was reported the patient ((B)(6)) was experiencing ineffective stimulation. X-rays revealed lead migration. In turn, surgical intervention was undertaken to explant and replace the leads which resolved the issue. Concomitant medical products: the implant date for the following device is unknown: model: 1192, scs anchor.